Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating while at the bench, the display was observed to be dim. There were no reported patient involvement and no health impact.